Event description:
Oral-b dual clean brush heads...keep coming off the toothbrush handle [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b dual clean toothbrush heads kept coming off of the oral-b toothbrush handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.